Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing. Microscopic inspection showed the imaging core was twisted and the imaging window had ripples.

Event description:
Reportable based on device analysis completed on 3nov2025. It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Although there was no problem with the image during preparation, the screen went dark, and nothing was displayed during use. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted.